Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that the patient had a pocket site infection requiring removal of complete system. Explant was completed (B)(6) 2021. The issue was resolved.